Manufacturer narrative:
Sensor 0m00663ay7h has been returned and investigated. Visual inspection has been performed on the returned sensor and no damage was observed. Unable to perform further investigation as the sensor plug has not been returned. No malfunction or product deficiency was identified. If the sensor plug is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor tip remained in the skin. Hcp contact was made on (B)(6) 2021, and the sensor tip was removed by the hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor tip remained in the skin. Hcp contact was made on (B)(6) 2021, and the sensor tip was removed by the hcp. No further information was provided. There was no report of death or permanent injury associated with this event.